Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported ¿left side capsular contracture baker grade IV¿. Device remains implanted.

Event description:
Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: through the photos, it is not possible to determine if there is an opening or a broken, however the devices are observed with gel on the surface of the shell. Additional, changed, and/or corrected data: b.5., d.7., g.3., h.6.